Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from an unspecified location. The leak was further described as ¿fluid leaked out of the cassette inside the door¿ and ¿spilled out of the door onto the floor¿. The patient was connected at the time of the event. This was observed during use of the device for peritoneal dialysis (pd) therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.